Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach (open, laparoscopic or other) for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh erosion symptoms and diagnostic confirmation? Date-time of onset of obstructed voiding and recurrent uti from the initial procedure? Describe any medical interventions for mesh erosion, recurrent uti¿s and voiding obstruction. Describe indication and surgical findings for (B)(6) 2018 surgery. What is the patient's current status? What is physician¿s opinion as to the etiology of or contributing factors to this event

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Five years post-operatively, the mesh migrated into the urethra. The patient experienced obstructed voiding, recurrent uti. On (B)(6) 2018, the patient underwent mesh removal and urethra repair and martius fat pad interpositioned. Additional information has been requested.